Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The investigation determined the reported tissue injury appears to be related to procedural conditions. Tissue injury is listed in the instructions for use as a known possible complication associated with the mitraclip procedures. The reported hospitalization and surgical intervention were results of case specific circumstance as the patient remained hospitalized and underwent mitral valve replacement. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a mitraclip procedure was performed to treat mixed mitral regurgitation (mr) with a grade of 4. One clip was successfully implanted. To further reduce mr, an additional xtw clip was inserted and advanced into the left ventricle (lv). However, the clip became caught in the chordae and was unable to be removed. While trying to retract the clip back into the atrium, tissue damage was observed. Although the clip remained in the chordae, it was able to grasp both leaflet and was deployed. An attempt to implant a third clip was unsuccessful, additional tissue damage was observed. Mr was reduce to a grade of 3-4. The patient then underwent a successfully mitral valve replacement. There was no clinically significant delay in the procedure.